Event description:
During bariatric procedure, the covidien endo gia staple load would not latch onto the instrument. Another staple load was handed up onto the field and worked without difficulty.

Event description:
During bariatric procedure, the covidien endo gia staple load would not latch onto the instrument. Another staple load was handed up onto the field and worked without difficulty.